Event description:
In 2009, I had a surgery on my hip. It was not a total hip implant. My dr used a medical device called the fixation nails and in 2004, they recalled this medical device fixation nail. In 2013, I had 2 surgeries on the same hip because the fixation nails can't loosen and the fixation nails made a little hole in my right hip, and I got infection and my dr had to take the medical device fixation nails out of right hips. My dr had to cut out 5in of my bone in my right hip, and now I can't walk. In 2012 they recalled the medical device fixation nails for the 2nd time and the company synthes / johnson and johnson did not send me a letter telling me about the recall. My dr did not let me know anything about this recall. Because of this, it has messed my whole life up. The only way I found out about this recall was on the internet 3 weeks ago. Nobody let me know anything about the recall of the medical device called the fixation nails. I feel like killing myself because of this. I have no life at all. Somebody owes me a lot of money. Because of this I cannot do a thing. I am totally helpless. The fixation nails was recalled 2 times and nobody let me know about this. My dr used this medical device fixation and he had to know that it was recalled 2 times. I am going to email everyone that I see on the internet until somebody listens to me about this matter. Frequency: other, route: other. Dates of use: (B)(6) 2009 - (B)(6) 2013. Diagnosis or reason for use: fracture hip. "Is the product compounded: no, is the product over-the-counter: no."